Event description:
It was reported that during infusion of "pressors and sedation," the device alarmed "missing battery" and it stopped the infusion. The nurse had to restart the infusion. However, the device reportedly "shut down." As a result, patient had a drop in blood pressure which resulted in the patient coding. Clinicians were able to replace the device quickly, patient's blood pressure returned and "stabilized." An investigation by becton dickinson revealed that a third-party battery was installed in the pcu that had an age greater than 5.5 years old. The third-party battery was manufactured by r&d batteries, inc, part # 5073. The investigation determined that the use of third-party, unapproved part contributed to the reported event.